Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported the patient stated she charged ins daily and ins was normally at 30% when she charged but for the last 2-3-4 days, ins was down to low battery with a red triangle like ins was using every bit of its power and it had never done that before. Patient confirmed the ins settings had not changed and there have been no falls/ trauma and patient had not been near medical equipment. Patient asked if she should meet with rep. Patient mentioned she met with rep at hospital near her a while ago to optimize therapy but was not sure who her rep was. Patient was redirected to hcp to discuss ins charge and to inquire rep info. No further complications were reported/anticipated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported steps taken to resolve the ins losing charge quicker than usual was to reset timing of stimulation with a pause added. The patient was instructed to call for a new paddle if the problem continues. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the ins losing charge quicker than usual was a technician adjusted their settings so that they alternated between stimulation and resting. It was indicated that the issue of their ins losing a charge quicker had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.